Manufacturer narrative:
(B)(4).

Event description:
A customer reported that the coulter act diff 2 hematology analyzer had vacuum failure and leaked approximately 5 ml of fluid onto the counter. The leak was found underneath the left front side of the instrument. The customer was wearing gloves at the time of the occurrence. Msds was not reviewed, but there is an exposure control or risk management plan in place at the facility. There was no report of injury or exposure, and medical attention was not sought. No erroneous patient results were generated in connection to the leak. Beckman coulter customer field service engineer (fse) found that baths and vacuum chamber were slow to drain, causing fluid to back up into the vacuum lines. The fse replaced waste drain filter, cleared vacuum lines, and readjusted vacuum. The fse verified the service activity per established procedures and the results met the published performance specifications.